Event description:
It was reported, the customer went to the emergency room due to high blood glucose. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Analysis revealed the insulin pump had a no delivery alarm outside of specifications.